Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had vaginal pain that reminds them of a uti they were trying to get rid of. Patient stated they turned the stimulation down and the next day it was ok but then the pain came back. Patient said they went to (B)(6) and had their post op session and told the healthcare provider what was going on but they didn't get any answers. Patient mentioned the healthcare provider (hcp) was thinking that they had an uti and they took a sample and they were waiting for the results. The patient mentioned they still have the shock in their right hand every time they urinate and that had not gone away. The patient also stated they feel like their urine was too acidic or something and it burns and if it drifts down their leg it burns just like the vaginal pain. Agent advised to decrease the stimulation intensity to check if it more comfortable for them and also the patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.